Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Difficult to position/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.

Event description:
It was reported that during an un-specified procedure, the 2.5 x 12 mm xience pro stent delivery system (sds) was advanced into the guiding catheter; however, resistance was noted. During removal, the shaft separated inside the guiding catheter, but outside the patient anatomy. It could not be confirmed what the resistance during removal was with. The separated portion of the sds was removed with the guiding catheter. A new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.